Event description:
It was reported by the clinician that the pt "did not seem to have seriously tortuous vessels. " while in the cath lab the intra-aortic balloon (iab) was prepped per instruction: attach the one-way valve and vacuum the balloon twice inside of the tray and remove the iab carefully with grasping it closely from the tray, not bending the catheter. The clinician inserted the sheath into the left femoral artery. As the clinician was inserting the iab into the sheath, the membrane unwrapped and the iab could not be passed through the sheath. The clinician promptly removed both the sheath and iab as one unit and inserted another 40 cc iab into the right femoral artery. There were no reported pt complications or injuries.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.